Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline implants and experienced bilateral deflations post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On october 25, 2021, mentor received additional information confirming the following: the patient is a 22 year old caucasian female. An updated patient identifier and date of event were provided. The previously unknown devices were confirmed to be 250cc (left) and 325cc (right) mentor smooth round moderate plus profile saline breast prostheses. Catalog, lot numbers, and date of implant were provided for both devices. Finally, it was reported the patient experienced generalized illness symptoms including fatigue, depression, aching, anxiety, insomnia, racing heart/palpitations, chest popping sensation/noise post-operatively. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).